Event description:
It was reported that the burr became stuck with the rotawire. The 73% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A rotalink burr and a 330cm rotawire guidewire were selected for use. During the procedure, it was noted that the rotawire entangled with the burr. The procedure was completed with another of the same device. No complications were reported and the patient is stable post procedure.

Event description:
It was reported that the burr became stuck with the rotawire. The 73% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A rotalink burr and a 330cm rotawire guidewire were selected for use. During the procedure, it was noted that the rotawire entangled with the burr. The procedure was completed with another of the same device. No complications were reported, and the patient is stable post procedure. It was further reported that after ablation was successfully performed, the end of the rotawire became kinked. The rotawire and the rotalink burr had to be removed together as one unit. It was found that the rotawire was entangled with the rotalink burr after the devices were removed. The procedure was completed without replacing the burr and with another of the same rotawire.